Event description:
Customer alleges he is getting a 3 pause 3 flash error code and the chair is going in circles. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. However, a quote for the RMA has been provided (B)(4). Model tdxsiv-2, serial number/date code (B)(4) is approximately 7 months old. The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the power chair is getting a 3 pause 3 flash code and the chair is going in circles. Invacare tech services advised that the error code relates to a right motor gearbox issue. A return quote has been issued for the replacement part and the return of the damaged gearbox to invacare for an inspection and evaluation. No injury.